Event description:
It was reported that the right ventricular lead had low impedance paces and the unipolar impedance was higher than bipolar. The lead was reprogrammed to unipolar and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.